Event description:
Medtronic received info that this bioprosthetic valve was abandoned after the valve was seated. It was reported that while removing the valve holder a hole was found in one of the leaflets close to the to top.

Manufacturer narrative:
(B)(4): eval results - device history review found the product met specs when released for distribution. Conclusion - cause of event determined to be due to user error. Analysis - upon receipt at medtronic's quality laboratory, the non-coronary and left cusps were intact. A tear in the lunula of the right cusp adjacent to the left right commissure appeared to be due to a sharp object such as forceps. Conclusion: the device history record was reviewed and showed that this product met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Analysis findings concluded that the tear was due to user error.